Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the distal end cover was forcibly remove, causing the rubber to become entangled in the metal fitting at the distal end and tear to pieces midway. The issue was found during reprocessing. There were no reports of patient involvement.